Event description:
It was reported that insulin gauge displayed an amount different than expected and fill estimate on pump remained static at 60 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variation in measured pressures used to calculate remaining insulin and was advised that fill estimate would begin counting down once actual insulin amount matched the static value, and customer understood and acknowledged this explanation.